Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device burned the patient¿s chest to touch or charge. The patient experienced burning and tingling sensations. There was no change in therapy. The patient was not able to touch the area on the chest around the implant due to burning, tingling sensation and very sensitive to touch. The chest area device was explanted. Nausea, burning, tingling, and a throbbing sensation in the chest occurred. A burning sensation behind the ears and back of head, like open wound with pepper spray poured into wound. Oozing, drainage occurred from the back of the ear and head. The patient was concerned that the device was going to burn her, so she stopped charging immediately. The patient sought the advice of a surgeon and was put on antibiotics to clear up the infection that developed. The device was removed.

Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for non-malignant pain reported on (B)(6) 2016 that they got sick since they were not able to charge their implant. Additional information received from the consumer reported they experienced a burning sensation in their chest when charging. They called their surgeon immediately as they were experiencing vomiting, headache, and were unable to eat. As a result they were put on antibiotics for two weeks and they stopped charging immediately and never charged again.